Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was received fully fired and the jaws were open. The reload was attached to a signia adapter. Wear marks were noted on the cartridge side jaw ahead of the I-beam. During functional testing, the adapter was disassembled and the reload was unloaded. There was damage to the adapter lugs of the reload. The reload was loaded onto a manual handle. The reload could clamp and articulate without issues. The interlock was overridden. The reload was cycled and bunching was noted. The interlock was tested and found to function properly after retracting the knife blade. Damage to the knife blade was found. It was reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the reload is over torqued during unloading and/or if an attempt is made to unload the reload without using the release button. It was also reported that the jaws would not open completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly r eviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic colectomy, after firing for the closure of the anastomosis site, the reload did not open fully. An adapter error occurred and the reload could not be unloaded from the adapter. When an attempt was made to perform opening/closing with the manual adapter tool, a spring came off from the inside. The adapter was physically damaged. There was no patient injury. Pli 10: 40 medtronic's initial evaluation of the incident device found that the jaw of the reload was open.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd - sig power sigadaptstnd linear adapter, serial# (B)(6) sigphandle - sig power sigphandle handle, serial# unknown sigpshell - sig power sigpshell control shell, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.